Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2019. According to the complainant, during the procedure, when the peg tube was placed, the internal bolster detached. The detached portion was retrieved in the mouth and procedure was continued. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event.